Manufacturer narrative:
H.6. Investigation summary: customer returned three (3) loose 30g x 8mm, 0.3ml bd insulin syringes from lot: 8036875. Consumer reported that when removing the protective cap, the needle detaches from the syringe (next to the cannon), getting stuck in the orange protective cap. The returned samples were examined, and it was observed that all three samples exhibited the needle-hub/shield assembly separated from the syringe barrel; no damage to the barrel tip was observed on any of the three returned samples. It was observed that only two separated needle-hub/shield assemblies were returned by the customer; in the photo provided by the customer all three separated needle-hub/shield assemblies are shown. The cause for the needle-hub separation issue likely occurred during the manufacturing process. A review of the device history record was completed for batch#: 8036875. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 17 sep 2019, holdrege received (3) loose 30g x 8mm, 0.3ml bd insulin syringes from lot: 8036875. All samples were decontaminated per hstr-17 and hqa-68 prior to being evaluated. A visual evaluation of syringe found (3) syringe with no needle assembly attached. The needle assembly was separate from the syringe. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There did not appear to be any damage to the core pin. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause for this defect cannot be determined. DHR, l2l dispatches, log book entries were looked at, nothing was found pertaining to this defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Tip-2019-37 was implemented on 10jul2019 for increased sampling for needle hub separates in 0.3ml. CAPA: 1122103 was been opened on 16 aug 2019 to address this issue." H3 other text.

Event description:
It was reported that when removing the cap before use, the needle broke off from the bd ultra-fine?¿ ii insulin syringe and remained stuck in the cap. The following information was provided by the initial reporter, translated from portuguese to english: "informs that when removing the protective cap, the needle detaches from the syringe (next to the cannon), getting stuck in the orange protective cap."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when removing the cap before use, the needle broke off from the bd ultra-fine?¿ ii insulin syringe and remained stuck in the cap. The following information was provided by the initial reporter, translated from (B)(6) to english: "informs that when removing the protective cap, the needle detaches from the syringe (next to the cannon), getting stuck in the orange protective cap."